Event description:
It was reported that a crack was found on the catheter connector of the groshong catheter. Therefore, the device was removed from the patient¿s body. There was no reported patient injury. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following investigation elements were determined to be applicable and were completed as part of this investigation: ¿ sample analysis ¿ review of risk documentation based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed. The product returned for evaluation was a 4fr sl groshong nxt catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed in the extension leg body of the connector. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges ¿ planar shape to the fracture surface an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that a crack was found on the catheter connector of the groshong catheter. Therefore, the device was removed from the patient¿s body. There was no reported patient injury. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.